Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was experiencing pre-syncopal episodes. It was identified that the right ventricular (rv) lead exhibited unstable thresholds, intermittent capture and no capture and high impedance. Lead micro fracture is suspected. The rv lead was capped and replaced. No further patient complications have been reported as a result of this event.